Event description:
It was reported that patient underwent a right hip revision approximately 4 years post implantation due to elevated metal ion levels, pseudotumor, altr, in-vivo corrosion and osteolysis. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
D11: 00620005422 ¿ trilogy cup ¿ 62845919; 00625006535 ¿ bone screw - 62964047. Reported event was confirmed by review of medical records noting that patient had adverse local tissue reaction secondary to tribocorrosion status post right hip total arthroplasty. A pseudotumor filled with fluid was noted along with corrosion present inside the head and staining on the femoral neck. Osteolysis around the rim of the shell was found however the shell was well fixed and in good position. There was mild proximal osteolysis around the femoral component which was debrided away. Additional information does not change the outcome of the previous investigation. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00402. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: catalog#: 00630505032 50/52/54x32 std trilogy liner lot#: 62954854, catalog#: 0106010104 avenirâ® mã¼ller, stem, lateral, uncement, ha, 4, taper 12/14 lot#: 4021833. The event was confirmed with photographs provided and device returned. Examination of photographs provided, identified discoloration on the taper surface of the stem and head. No further evaluation was possible with the images provided. Visual examination of product returned identified dark debris and thread like pattern on the conical taper. Dimensional analysis confirmed that the product identifiers were conforming to print specifications. Damage in the form of a groove or gouge was observed on the taper. No other issues were identified. Sem analysis revealed deposits on the taper surface and circumferential grooves, possible from the imprinting of the surface texture of the stem taper. Axial wear or corrosion marks with light surface pitting and etching were also observed on the taper's surface. Quantitative eds of the taper's surface identified biological material containing some or all of c, o, and p. Cocrmo substrate material showing elevated levels of cr, mo, and o, possibly evidence of corrosion products, and titanium, possibly transferred from the stem taper were also noted. Radiographs were provided and identified the following : the right hip arthroplasty components were anatomically aligned. No issues were noted. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 50/52/54x32 std trilogy liner # item 6305-50-32 lot 62954854. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right hip revision approximately eight years post initial surgery due to a pseudo tumor. The liner and cocr head were removed. The liner was damaged upon removal. No additional information available.